Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor lv 1.5 "burst " near the end of patient therapy. The device was filled with 5-fluorouracil (2800mg and 270ml of 0.9% sodium chloride and connected to the patient. There is no report of patient injury or medical intervention. No additional information is available.